Event description:
Reportedly, when the patient came for his close follow-up, the physician noticed some inconsistencies between the battery curve and the battery voltage. Since the battery voltage was above the elective replacement indicator (eri), the device should be explanted soon. Preliminary analysis showed that there was a display issue on the battery curve on (B)(6) 2018: only the 48 first months were displayed. The battery curve displayed on (B)(6) 2018 was correct.

Event description:
Reportedly, when the patient came for his close follow-up, the physician noticed some inconsistencies between the battery curve and the battery voltage. Since the battery voltage was above the elective replacement indicator (eri), the device should be explanted soon. Preliminary analysis showed that there was a display issue on the battery curve on (B)(6) 2018: only the 48 first months were displayed. The battery curve displayed on (B)(6) 2018 was correct.

Manufacturer narrative:
(B)(4).